Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the distributor indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, the physician placed a smart coil in the target vessel using a non-penumbra microcatheter. While attempting to advance another smart coil, the physician experienced resistance at the hub of the microcatheter and, therefore, the smart coil was removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.